Event description:
On (B)(6) 2012, it was reported that the rubber on the housing of the infusion device is damaged around the up and down button and the cartridge compartment. The device's display is damaged and the pt can only read part of the display. The pt has also been having to replace the battery often. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was replace and was requested to be returned for product eval.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.